Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/07/2015 with the following findings: on investigation, the pump powered up to a dim and discolored display. The bolus button cover was peeled off completely and missing from the pump. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored. This report is made based on the results of investigation completed on 02/07/2015.